Event description:
Complainant alleged that the clincians were performing an elective cardioversion on a pt (age unknown). The pt was shocked once at 75 joules, a second time at 100 joules, a third time at 120 joules, a fourth time at 150 joules, and a fifth time at 200 joules using electrodes with the device. The complainant indicated that the pt's response "appeared normal for the first four shocks", but there was "little or no response: from the pt upon administration of the fifth shock. The clinicians again shocked the pt at 200 joules, but this shock also resulted in little or no pt muscle response. The clinicians then obtained another device, and continued pt treatment using the same electrodes with this device. The pt exhibited a "normal reaction" at all defibrillation settings with this device. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.